Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, but there was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in resetting it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support again if any issues arise.